Event description:
It was reported that during surgery in 2008, the suture could not be pulled out from the shaft part. The surgery was finished using the suture in which only a few came out from the shaft.

Manufacturer narrative:
This report will be amended when our investigation is complete.